Event description:
Patient lowered into tub by facility staff in lift and foot was cut per facility. She explained her staff needs training on proper handling of lifts and tubs. She said cut was not major and was taken care of at the facility. Will request training with sales rep in her area.